Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported inability to switch from manual to mechanical ventilation during a case. The patient was manually ventilated until the user was able to successfully switch to mechanical ventilation. The case was completed. There was no patient injury.